Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their primary care doctor used a laser during a laser procedure on (B)(6) 2025, and the laser burned the patient's bladder stimulator. Patient said they were in pain all the way down their right leg and back and they could barely walk anymore. The patient said they had the therapy turned off when the event happened. Patient mentioned that they already had turned the therapy up because the device wasn't working for them anyways, but they didn't think it was going to work after the laser procedure because the doctor messed up everything and they were now in an external catheter. The circumstances that led to the reported issue were asked but unknown. Patient service reviewed role of representative and redirected patient to healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.